Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Two possible product codes were provided. Depuy (B)(4) is in the process of obtaining information for the two products. UDI: under investigation.

Event description:
It was reported that after open rotator cuff repair conducted in (B)(6) 2016, infection was suspected. Therefore revision took place on (B)(6) 2016 for the removal of the implant and lavage. During revision the surgeon found the implant had been about to come off. After the surgery it turned out that infection was negative by pathological examination. Therefore he suspects the possibility of allergy and requests us to investigate whether there is a similar complaint on healix br. The surgery was completed without any delay. The patient is now under observation.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. It is unknown if the device is the cause of the allergic reaction to the patient. The product code and lot number for the product used was unknown so the customer has provided 2 possible product codes and 4 lot numbers. The details of each product and lot are summarized below including the UDI information. Batch record review has been conducted and the results indicate that all 4 lots of product were processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy (B)(4) complaints system revealed (B)(4) dissimilar complaints for lot 3842582, (B)(4) dissimilar complaint for 3844165 and no other complaints for other two lots. A 12 month complaint history search resulted in (B)(4) other allergic reaction complaints for this product family. However, there was no additional information received on either of the complaints and it couldn't be confirmed that the reaction was due to the device or if patient had any pre-existing allergies. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Product code 222296; lot: 3842582; mfg: may 28, 2015; exp: apr 30, 2018. Product code 222296; lot: 3844165; mfg: jun 09, 2015; exp: apr 30, 2018. Product code 222296; lot: 3844166; mfg: jun 09, 2015; exp: apr 30, 2018. Product code 222301; lot: 3709989; mfg: aug 26, 2013; exp: jun 30, 2016. Possible UDI for each product/ lot: (B)(4).